Event description:
The surgeon who performed an omni procedure reported that during the canaloplasty procedure in the inferior hemisphere, the catheter got stuck while advancing and broke off in the eye. The broken part that was lodged in the trabecular meshwork was retrieved using micro forceps. The patient had narrow angles, scarred tm and some iris synechiae prior to the omni procedure. Omni is contraindicated for patients with narrow angle glaucoma. There was no further injury associated with the omni procedure.